Manufacturer narrative:
B5- the reporter indicated that a 13.2mm, vicm5_13.2, -10.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Damage to the lens was noted after implantation, the lens was removed within the same surgery. On (B)(6) 2021 a replacement lens was implanted, and the problem resolved. The reporter stated that the cause of event was user error, the reporter reported " wrong ovd" for cause details. Claim # (B)(6).

Manufacturer narrative:
H6- work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: one similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -10.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens had to be explanted due to lens/tear break during injection/delivery into the eye and lens stuck in cartridge or injector system. Cause of event was reported to be user error, the reporter reported " wrong ovd" for cause details.